Event description:
It was reported that a moderate sized hematoma was noted on the day of implant. No intervention was performed at that time. The patient later presented to clinic with bleeding at the incision site. A pocket revision was performed with an antibiotic pouch placed in the pocket. At a subsequent follow-up, the patient was well healed.

Manufacturer narrative:
UDI (di): (B)(4).